Event description:
On 06/13/2025, it was reported by an arthrex employee via (B)(4) that an ar-13930ds meniscl viper repr kit inner cylinder came off when the removing the product from the joint. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used to pry/leverage the device during use.